Event description:
Clinic notes dated (B)(6) 2011 were received by the MFR which revealed that the pt had an increase in seizures in (B)(6) of 2010. It was reported that the pt only had four seizures per month for two months, and then they increased in (B)(6) 2010 to six to seven seizures per month. As a result, the neurologist increased the vns duty cycle. The on time was increased to 60 sec and the off time was 1.8 min. The pt began taking vimpat as well, which reduced his seizures to two seizures in four weeks. In addition, the pt reportedly did not have any further "double seizures." The pt was able to recognize the prodrome for his seizures and use his vns magnet by himself. The neurologist thinks that the pt's increased seizures could be related the generator nearing end of service. However, the relationship of the increased seizures to pre-vns seizure frequency levels was not provided by the neurologist. The pt wears a helmet, and the pt's mother uses ativan injections to prevent prolonged seizures. Attempts for add'l info have been unsuccessful thus far. Although surgery is likely, it has not occurred to date. A battery life calculation was performed with the history available in the in-house programming database. The results were negative years until eri=yes.